Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinsons dual and movement disorders. It was reported that on the left side device they saw the power on reset (por) message. They confirmed it was an informational por. They were able to clear the message twice and before turning the ins back on they saw the elective replacement indicator (eri) message. They tried to go to the therapy screen and saw poor communication. They tried to connect again and saw the por message. They were redirected to their healthcare provider. No symptoms reported.